Event description:
I believe I got breast implant illness. It started with irritable bowel (food intolerances about ten yrs ago). In approx 2012 I got hospitalized with extreme gastritis, pancreatitis and 2 pancreatic cysts (one on the head and one on the tail of the pancreas, one is 2 cm. I then got very painful hips which turned out to be a spur on each one (MRI confirmed). My implants had "bottomed out" so I got revision surgery in 2012. In this procedure the surgeon removed the capsules that had such severe capsular contracture and took the capsules off then shoved the old implants back in. Probably choc a bock full of bacteria I woke up screaming. This was the beginning of my real problems. It felt like acid had been poured on my breasts, I was in severe pain. I have never wanted to punch a man more in my life - he maimed me. Putting the old "profanity" implants back in. I thought I was getting new ones. Cost a bucket load this procedure but the surgeon clearly wanted to save money. I woke up vomiting and in a severe panic attack. The first 2 weeks of recovery were horrendous so painful, could barely move. I became extremely depressed. This 2nd surgery was much more painful than the first. After 6 weeks the pain subsided. Over the years I started feeling sicker and sicker. I had suicidal thoughts from time to time. My joint pain was bad, particularly after a workout or a walk. My depression and anxiety got very bad at times. The anxiety was through the roof in both of my pregnancies. It put me in a constant fight/ flight mode. I would wake up in the night to a panic attack and be running around the house scared, panicking and trying to run away. My brain fog got so bad in the end, it's like I had alzheimers. You aren't thinking clearly so you are not 'with it' - it's like you're sleep walking. Half in half out of life. The insomnia it was every night in the end. You take tablets to get to sleep. I was very dizzy in the end - falling over a lot. I would wake up in the night feel unsteady and be falling all over the place getting from one end of the house to the other. I went to ER with the dizziness and begged them to remove my implants and put me out of my misery. I knew it was directly linked. The wait for explant was really tough. The chronic fatigue was the worst. This happened in the afternoon around 1 pm sometimes 3 pm, sometimes 9 am. I couldn't get off the couch. It was hard taking care of my 2 kids when I couldn't get up. I remember frequently going places and wanting to lie on the floor everywhere I went. At the bank I wanted to lie on the carpet. At (B)(6) I wanted to lie on the floor in the department store. My feet were so dry and cracked, the splits used to open up and bleed. This happened a lot. This was very painful. It improved after explantation and total capsulectomy. All symptoms have improved since explant. The ultrasound shoved a rupture in the right implant but apparently it wasn't a rupture just such severe capsular contracture again. The right implant apparently fell out in the surgeon's hand as she removed it. This female surgeon was brilliant, got the whole lot and has saved my life. I am so glad for explant. I immediately felt a lot better but I am aware that my body is still in detox mode. It is still cleansing itself of heavy metal toxicity. I feel much better but occasionally get sore hips but it goes. It is not constant anymore. I can see the world clearer - the vision is clearer I think after explant. I appreciate health now and feeling good because for so long I felt rather ordinary. My surgeon asked if I was high on pain meds when she saw me last monday I said no, I just want to kiss you because you made me well again. I have been to hell and back, I feel like I'm in heaven. I love again. I adore and appreciate my two beautiful daughters. I only saw doom and gloom when I was sick. It puts you in a bad frame of mind. Breast implant illness is hard on your marriage. Thanks. FDA safety report ID # (B)(4).